Manufacturer narrative:
A visual inspection revealed that a piece of the supporting contact housing plastic had broken off the blade. The light was still functional. There were no signs of physical abuse: no dents, dings, scratches, no obvious signs that the sample had been subjected to any signs of contamination. Functional testing revealed the light was still functional. Root cause is unk. No corrective action will be taken.

Event description:
The event is reported as: a piece of plastic broke off the base of the green rusch laryngoscope blade. The problem was discovered prior to use. No pt injury reported.